Event description:
Reporter indicated that the ncp system was programmed to off approximately 2.5 years ago. The ncp system has not been programmed back to on or explanted. It is unk why the ncp system was programmed to off.